Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the insulin pump alarmed low suspend. Customer stated woke up the insulin pump was in low threshold suspend under 40 mg/dl. Customer stated her blood glucose was 142 mg/dl. Troubleshooting was done. Customer mentioned there was 1 bent cannula in the past. Customer will be returning the sensors for analysis.